Event description:
Patient reported "linear breast in implant shell with intracapsular silicone leakage noted", inner silicone gel touched the patient, rupture was contained inside the capsule. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified brown particle material on the shell and red tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, or corrected data: a.5b, b.5, d.6b, g.2, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Patient reported left side rupture, lobulated contour, swelling, fluid collections between the capsule and the implant wall, concern about the recall. The device remains implanted.